Event description:
Boston scientific received information that the patient with this device system was to endure a MRI procedure. As a result, this device system was explanted. During the lead extraction process, the laser lead distal tip was severed from the remaining portion of the lead. The distal tip remains fixed to the myocardium. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned severed at 48 5mm from the terminal pin with the conductor coils stretched and extending to 52 4mm where they had been cut. Only the proximal segment of the lead was returned. A tear was noted in the terminal silicone insulation sleeve and the insulation was melted near the distal end, most likely due to either laser extraction or electro-cautery. Blood and body fluid were seen in the lumen. Analysis was not able to confirm the allegation of off label use, however analysis did see the severed portion of the lead.